Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on 05-sep-2015 to the bilateral dorsal area dual sculpted to the bilateral inner thighs the patient was treated with coolcore and coolfit applicators it is unknown which applicator was used to treat which area, who developed paradoxical hyperplasia (pah/ph) in november 2015. Ph was described as well defined, firm, and mobile upon palpation. The patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the bilateral dorsal area and bilateral inner thighs.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2015 to the bilateral dorsal area dual sculpted to the bilateral inner thighs the patient was treated with coolcore and coolfit applicators it is unknown which applicator was used to treat which area, who developed paradoxical hyperplasia (pah/ph) in (B)(6) 2015. Ph was described as well defined, firm, and mobile upon palpation. The patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the bilateral dorsal area and bilateral inner thighs.